Event description:
Information was received from a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported stimulation had not controlled symptoms since implant. The healthcare provider changed the programs but stimulation was not felt despite the patient verifying stimulation was on. Settings were changed by the doctor but the symptoms were worse. The patient went back to the original program and increased settings but the new setting gave the patient a back ache, so stimulation was decreased to a comfortable level. It was noted that the healthcare provider thought there was ¿something wrong¿ but specifics remained unknown. There was a sudden return of symptoms, noting the patient was urinating every two hours, had urinary urgency, and did not make it to the bathroom in time; the patient also had to get up every 2 hours at night to go to the bathroom. As a result, the patient had to wear pads all the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.